Manufacturer narrative:
The device was manufactured between 25jun2020 and 29jun2020. Seven (7) devices were retained by the customer and the device was evaluated by an independent laboratory. It was further reported, the particulate matter was stated to be paper and styrene in two bags and polupropylene in five bags; styrene and duct tape in one bag and cellulose in eight bags; however, the condition could not be confirmed nor refuted. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter (pm) was observed in seven (7) exactamix 1000ml eva tpn (total parenteral nutrition) bags. The events occurred after the bags were filled (post-compounding) with an unspecified volume in two bags with del nido cardioplegia and five bags with amino acid. The pm was identified by the customer as paper and styrene in two bags and polupropylene in five bags . There was no patient involvement. No additional information is available.